Manufacturer narrative:
A sample from the patient was provided for investigation and the results obtained by the customer could be duplicated. Neutralization testing of the sample showed that it contains antibodies binding to hbsag. There is no indication for malfunction of assay or analyzer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant (B)(6) results for two samples from the same patient tested with the elecsys anti-hbs gen. 2 immunoassay on two cobas 8000 e 801 module analyzers and a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. All other (B)(6) testing (B)(6) done with both samples had (B)(6) results. The results from the complained samples did not agree with the patient's clinical picture as the patient did not have a vaccine or encounter the disease since (B)(6) 2019. The first sample was collected on (B)(6) 2020 and tested on the first e 801 analyzer on (B)(6) 2020, resulting with an anti-hbs value of (B)(6). The sample was repeated twice on the second e 801 analyzer on (B)(6) 2020, resulting with values of (B)(6). The sample was repeated on the e 602 analyzer on (B)(6) 2020, resulting with a value of (B)(6). On (B)(6) 2020, the sample resulted with a value of (B)(6) when repeated on the second e 801 analyzer. The second sample was collected on (B)(6) 2020 and tested on the first e 801 analyzer on (B)(6) 2020, resulting with an (B)(6) value of (B)(6). The sample was repeated on the second e 801 analyzer on (B)(6) 2020, resulting with a value of (B)(6). The sample was repeated on the e 602 analyzer on (B)(6) 2020, resulting with a value of (B)(6). On an unknown date, the sample resulted with a value of (B)(6) when repeated on the second e 801 analyzer. A serial number of (B)(4) was provided for one of the two e 801 analyzers. It is not known which of the two e 801 analyzers the serial number applies to. The serial number of the other e 801 analyzer was requested, but not provided. The serial number of the e 602 analyzer was requested, but not provided.